Manufacturer narrative:
(B)(4). Approximate age of device ¿ 80 days. The pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to a lactate dehydrogenase (ldh) level of over 1000 u/l, and suspected pump thrombus. The patient was started on a heparin drip. It was also reported that the patient may have been self-adjusting their diuretic dosage. On admission, the pump speed was 8800 rpm and the patient's inr value was therapeutic. On an unspecified later date while in-patient, the patient's ldh increased to 1300 u/l, and the plasma free hemoglobin was 400 g/dl. The patient was switched from heparin to a bivalirudin infusion. On (B)(6) 2015, the patient&#38112;ldh level had decreased to 800 u/l. A ramp study echocardiogram showed a septal shift when the pump speed was increased to 9800 rpm. The pump was left at a set speed of 9200 rpm. The patient was listed as status 1a for transplant due to suspected thrombosis.